Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU) - japan, ifu0107-00, rev. A, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: urethral damage causing false passage or stricture, urinary retention. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists urinary retention and urethral damage causing false passage or stricture as a potential risk of aquablation therapy. Based on the review of the event details, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related.

Event description:
It was reported that a male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). It was reported that the patient¿s prostatic adenomas on both sides of his verumontanum became adhered to one another post-operatively, resulting in urinary retention. A balloon catheter has been placed in the patient to assist with urinary drainage. A transurethral resection of the prostate (turp) was performed on (B)(6) 2025 to release the adhesion and expand the urethra. No malfunction of the aquabeam robotic system was reported.